Manufacturer narrative:
The customer reported that prior to sending the device to olympus, the it was cleaned/disinfected and sterilized. There was no delay in the start of the customer performing precleaning. The air/water nozzle was flushed with water and air. There any abnormalities in the accessories used for reprocessing. The air/water nozzle was brushed with clean lint-free clothes/brushes/sponges. The air/water nozzle was flushed with detergent solution. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. It was determined that the poor air/water supply was caused by the air/water nozzle being clogged by debris. In addition to the findings reported in b5, scratches were found on the device, elongation of the angle wire caused bending angle and the play of the angle knob to be out of the specification. There were wrinkles in the insertion tube, the control body was discolored and damaged, there was poor insulation performance at the tip due to the peeling of the adhesive of the bending section, the bending section cover was missing, the adhesive of the objective lens and lighting lens was peeling off. Due to the peeling objective lens adhesive, there were image abnormalities (dive-in flare). There was no click feeling in switch button 3. There was a noise from the up/down knob, there was cloudiness in the image, the forceps plug was scrapped off, evidence of water was found on the electrical connector and the scope connector was peeling off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine a cause of the debris clogging the air/water nozzle. The foreign material could not be identified. Per the information received, it was confirmed that the customer was reprocessing in accordance with the instructions for use (IFU). The IFU addresses this failure: the operation manual (operation) describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope]. 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. Inspection of the air/water feeding function. 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported the evis lucera colonovideoscope had poor air/water supply during a diagnostic colonoscopy procedure (large intestine endoscopy). The procedure was completed with the same device. There were no reports of patient or user harm associated with this event. During inspection and testing of the returned device, the nozzle was clogged with debris, which had been attributed to insufficient cleaning. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide corrections to the h6 coding (investigation findings and investigation conclusions).